Event description:
While in a sitting position, pt bent over to tie her shoes. She apparently bent across her body, and the primary bipolar dislocated. While in ER the orthopaedic pa attempted several methods to relocate implant into acetabulum with a straight traction pull the hip and was reduced. Post reduction x-rays revealed the universal head had disassociated with the c-taper head during reduction.

Manufacturer narrative:
When completed, the evaluation summary will be submitted in a supplemental report.

Manufacturer narrative:
Device history review: review of the device history records indicate devices were manufactured and accepted into final stock. Complaint history review: there have been no other events reported for the reported manufacturing lot. Visual inspection: inspection of the returned bipolar head was unremarkable. Some light scratching consistent with in-vivo use was observed on the articulating surfaces. The poly locking ring is undamaged. Dimensional inspection: not performed as the devices were autoclaved upon receipt at stryker orthopaedics and thus the devices dimensions were altered. Nc was initiated to address this issue. Functional inspection: not performed as the devices were autoclaved upon receipt at stryker orthopaedics and thus the devices dimensions were altered. Nc was initiated to address this issue. No further investigation for this event is possible at this time as insufficient information was received by stryker orthopaedics. If additional information become available, this investigation will be reopened.

Event description:
While in a sitting position, pt bent over to tie her shoes. She apparently bent across her body, and the primary bipolar dislocated. While in ER the orthopaedic pa attempted several methods to relocate implant into acetabulum with a straight traction pull the hip and was reduced. Post reduction x-rays revealed the universal head had disassociated with the c-taper head during reduction.